Manufacturer narrative:
This is a special-order instrument and is not standard in the savannah-t kit. The malfunction was discovered by the distributor before the instrument left his office, and was never used in surgery. There was no impact to a patient.

Event description:
Drivers not retaining set screws.